Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, philips engineer tried rebooted several times, but the issue persisted. To resolve this issue, the fse replaced cmos battery in host and set time in bios. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.